Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a microcatheter. During the procedure, three ruby coil lps would not advance at all past its initial position within its introducer sheath. Therefore, the three ruby coil lps were removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2021-02478. 2. 3005168196-2021-02480.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed, that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced, during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the fracture observed near the pusher assembly mid-joint. Due to the fracture, the device was unable to be functionally tested. Evaluation of the returned packing coil lp revealed, that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced, during advancement. And the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the packing coil lp was able to advance through its introducer sheath without an issue. Further evaluation of the device revealed, a pusher assembly fracture. This damage was likely incidental to the complaint. Evaluation of the returned packing coil lp revealed, that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced, during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kink and fracture observed, near the pusher assembly mid-joint. Due to the fracture, the device was unable to be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02478; 2. 3005168196-2021-02480. H3 other text: placeholder.